Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by mild cloudy fluid. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. Two days after the cloudy fluid manifestation the patient was diagnosed with peritonitis and started treatment with intraperitoneal (ip) injection vancomycin (1 gram, once every fifth day, ongoing) and ip injection meropenem (one gram, once a day, ongoing) for peritonitis. Two days later, the pd fluid was clear. At the time of this report the patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.